Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the distal end cover fell inside the patient during an endoscopic retrograde cholangiopancreatography procedure involving an olympus distal cover. The procedure was completed with an olympus back-up device. There was no patient injury reported.